Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump had to hit twice to activate and were slow to respond. Customer stated that the insulin pump squirting during priming and reservoir sometimes loose inside the insulin pump. Customer stated that the insulin pump rejects new batteries, condensation under the screen, had random no delivery alarm required to change entire set and sometimes alarm would came back even after set change. Customer stated that the rewind was slower, scratches on the display screen did not affect readability and battery was dead for hours. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.